Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2009; 419688 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced non-prophylactically. No patient complications have been reported as a result of this event.